Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a trial procedure, the patient was experiencing headaches, nausea and vomiting secondary to dura puncture and severe pain at the operative site where the electrode was louted. The patient¿s prescription of oral pain medication was increased. The patient had recovered.